Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When inserting the checkpoint we noticed the inserter had one side that was sticking. We were able to insert the checkpoint without much of an issue. During the case, we noticed the knob on the back of the end effector had sheared off at the threads.

Manufacturer narrative:
Reported event: during the case, we noticed the knob on the back of the end effector had sheared off at the threads. Device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/09/2016. Complaint history review: a review of complaints related to , p/n 206967, lot 19380515 shows zero number of complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When inserting the checkpoint we noticed the inserter had one side that was sticking. We were able to insert the checkpoint without much of an issue. During the case, we noticed the knob on the back of the end effector had sheared off at the threads.